Manufacturer narrative:
This supplemental report is submitted to correct "device product code."

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp(omsc). Omsc could not review the service and manufacturing record because the serial numbers were not provided from the facility. There was no malfunction report of the subject device associated with the events. The exact cause could not be determined.

Event description:
On october 12, 2017, olympus medical systems corp received a literature titled ¿treatment result in biliary pancreatic endoscopy for pediatric patients¿ that was made in public in japan digestive disease week in october 2017. The literature reported the results and complications of nine cases of biliary pancreatic endoscopy between april 2012 and march 2017. In the literature, it was reported that an olympus duodenoscope jf-260v (for 4 cases), a non -olympus double balloon endoscope (for three cases), an olympus duodenoscope tjf-260v (for one case), and olympus ultrasound endoscope gf-uct260 (for one case) were used in the endoscopy. The procedures were cholangiography only (three cases), dilation for a stricture with endoscopic biliary stent (one case) and minor papilla incision with endoscopic pancreatic stent insertion (one case), endoscopic nasobiliary drainage (one case) and endoscopic ultrasoundscopy guided cysto drainage (one case). A 67 % (six cases ) of the scheduled procedure were completed. The facility experienced one case of pancreatitis but the complication was treated by conservative medical treatment and cured.